Event description:
Medtronic received a report that the patient experienced acute non-intractable headache. This adverse event (ae) did not result in any treatment, hospitalization, blood transfusion, percutaneous intervention, or surgical procedure. The outcome status is recovered/r resolved on (B)(6)2024. This ae occurred post-procedure and was possibly related to the disease under study. Ae did not result in a new or worsening of existing neurological deficit. Ae did not result from device deficiency. The patient presented to the emergency d department (ed) with complaints of headache, dizziness, and generalized weakness starting around 0300 on (B)(6) 2024. Upon presentation to the ed patient was asymptomatic. Computerized tomography (CT) head clear. The site assessed this event as not causing congenital anomaly, death, disability, hospitalization, or medical intervention and not life-threatening. The site assessed this event as not related to the antiplatelet medication, procedure, or device. The sponsor assessed as pending source document. The patient was undergoing surgery for treatment of a saccular, sidewall left internal carotid artery (ica) c6 aneurysm with a max diameter of 4.7mm and a 3.6mm neck diameter. The aneurysm dome height was 4.8mm, dome width 4.7mm. Parent artery diameter distal to aneurysm was 3.6mm. Parent artery diameter proximal to aneurysm was 3.7mm. There was complete stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The study device was successfully implanted in the subject and wall apposition achieved. Ophthalmic side branches were covered by pipeline device. There was no device twisting or flattening. Additional information received reported the aneurysm neck size was 3.7 mm. It was noted that a balloon was used to improve wall apposition. A retreatment was reported. The patient¿s device had migrated and thrombosis was reported. The patient underwent an angioplasty (B)(6) 2024 and was discharged on (B)(6) 2024 (ICU hospitalization). Rist was not used. This study device was successfully implanted in the subject and wall apposition was achieved. Ancillary devices: guide catheter used7fr 072 armadillo, intracranial support catheter neuron select berenstein 5 fr 130cm, microcatheter medtronic phenom 027.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no specific cause for migration of the device is reported. Per the retreatment report, device migration and thrombosis resulted in the retreatment procedure on (B)(6) 2024.

Event description:
Additional information received reported that there was no cause determined for the thrombosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the ophthalmic side branch was covered by the pipeline.